Manufacturer narrative:
Svc rep replaced hard drive. Tested sys memory and operation. Unit operates as intended. Observed esd precautions.

Event description:
Customer reported sys losing saved images. Problem due to bad hard drive.